Manufacturer narrative:
The field service engineer (fse) evaluated the device and confirmed the error code. The customer declined repair on this unit. No patient information was provided.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested from the customer.

Event description:
The customer reported the ventilator alarmed with sensor errors. The customer reported the device was in use on patient, but there was no patient harm reported.